Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 63 mg/dl. The customer was treated for the low blood glucose with some juice. Customer¿s blood glucose went down to 42 mg/dl and treated with (B)(6). The customer's current blood glucose was 125 mg/dl. The product was not returned for analysis.